Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump is inaccurately calculating boluses. There was no reported impact to the customer¿s blood glucose level. Although requested, the customer declined troubleshooting and declined to provide additional information.